Event description:
Caller states, the pt tested 4.0 inr on the coaguchek xs system while a comparison lab returned as 2.9 inr. No treatment info provided. No adverse event reported. Requested return of suspect device, however, caller no longer has the test strips; replacement was sent.